Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had distorted image, and displayed scope communication error code (e216). The event occurred during inspection for use. There were no reports of patient involvement.